Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08335. It was reported that the pacemaker dependent patient presented with multiple noise events on the right ventricular (rv) lead that is consistent with ventricular lead damage. The age of the lead suggests that either a fracture on insulation abrasion is most likely. During the procedure it was noted that the right atrial (ra) lead was attached to the rv lead so both the leads were removed. No electrical anomalies were noted on the ra lead. There were some smaller deflections on the atrial channel as well, but it is less clear what was causing them since they are so small. The patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.